Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device stopped automatic ventilation during a case. There was no patient injury reported.

Manufacturer narrative:
On-site, the device in question was evaluated by a dräger service engineer and the pcb vgc analog was replaced. The replaced pcb was received for analysis in the manufacturer¿s lab: it was assembled in a lab device and the initial power-on self-test failed due to an insufficient vacuum pressure in the ventilator piston. It was found that the onboard vacuum pressure sensor did not provide valid readings. Thus, the faulty pressure sensor of the pcb vgc analog could be determined to be the root cause for the reported symptom. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. The device in question reportedly generated alarms. Manual ventilation remains possible. To reconstruct the case in question, the logfile has been requested as well. However, as the logfile was downloaded approximately one month after the symptom had been observed, the device and user section of the provided logfile have already been overwritten. Replacing the pcb vgc analog incl. The onboard vacuum pressure sensor on-site has fully solved the problem; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.